Event description:
During hd session on (B)(6) 2025, cvc arterial line disconnection with significant blood loss occurred. Suspicion of gas embolism. Hd machine warning due to drop in blood pressure allowed detection of the occurrence.